Event description:
It was reported that the right atrial lead exhibited oversensing noise that was observed from ams episodes stored on the device. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.